Event description:
Argon option elite ivc retrievable filter placed as an inpatient (B)(6) 2019. Intention to remove in future. Returned after follow up (B)(6) 2020 as an outpatient for removal. Device had fractured with strut broken in two pieces. Large piece migrating through caval wall over time and affecting l2 vertebral body. Second broken piece embolized to the lung and could not be retrieved. The main body was retrieved. The patient has back pain. FDA safety report ID# (B)(4).